Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be updated. The device was returned over four years after explant. Upon receipt at our post market quality assurance laboratory, the device was unable to establish telemetry. Visual inspection noted the device case was swollen over the battery location. No further testing was performed. Analysis concluded the lack of telemetry was due to the device being returned over four years after explant.

Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(4) 2007 was explanted due to normal battery depletion, with notes of reaching end of life (eol) with charge time measurements of 34.6 seconds and a battery voltage of 2.36 volts. A new device was successfully implanted.